Event description:
It was reported that the patient presented to the hospital for the six-month follow-up. Upon examination, the patient reported experiencing pain and it was discovered that an ICD system infection had developed. The right ventricular (rv) lead was removed with the rest of the ICD system. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".